Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -10.5 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. This exchanged resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).